Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2019, an 8mm amplatzer amulet was selected for implant. The device was reported to have "slipped through." The physician elected to exchange the device for a 8/6mm amplatzer duct occluder and the device embolized to the aorta and was removed from the patient. A 6/4mm amplatzer duct occluder was successfully implanted and the procedure was completed with no patient consequences.

Manufacturer narrative:
An event of embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however, a smaller device was successfully implanted.

Event description:
On (B)(6) 2019, an 8mm amplatzer amulet was selected for implant. The device was reported to have "slipped through." The physician elected to exchange the device for a 8/6mm amplatzer duct occluder and the device embolized to the aorta and was removed from the patient. A 6/4mm amplatzer duct occluder was successfully implanted and the procedure was completed with no patient consequences.